Event description:
Per the clinic, the patient experienced extrusion of the actuator which broke through the skin (date not reported). Subsequently, the patient underwent revision surgery on (B)(6) 2022 to reposition the device. The implanted device remains.